Manufacturer narrative:
Film evaluation summary: the reported endoleak seen in the left limb was confirmed; however, the exact type and source of the endoleak could not be determined from the films provided. Two separate endoleak locations were observed post-implant. Beginning ~10 mm below the level of the flow divider, a small area of contrast was seen between the right side of the ipsi limb and the wall of the aaa which appeared most likely to be a type ii endoleak. Another localized area of contrast was observed along the anterior of the left/contra limb, approximately 15 mm below the level of the gate ring, in close proximity to a prominent area of calcification seen along the anterior aaa wall. It is possible that this was a type iiib fabric endoleak caused by fabric abrasion from aortic calcification, that may have been exacerbated by the angulated neck. It is also possible that this endoleak was a type ii being fed from a vessel observed along the right-lateral aaa wall which appeared continuous with this endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during follow-up approximately 10 weeks post implant, an endoleak was identified on an ultrasound. The physician suspects a type iiib endoleak in the left limb extension. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.